Event description:
Synvisc instilled into right knee on 8th day after last injected, developed acute knee pain, fever, hospitalized, cultured eventually went for synovial biopsy- proliferative synovitis. No organisms, joint fluid culture neg for organs, crystal exam.